Event description:
It was reported the right ventricular (rv) lead had a high threshold. Also, the device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based partially on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device as returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.